Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies. The tr-band was connected to the inflator and inflated with air and submerged in water and no air leak was confirmed. The one way valve port component was disassembled for magnifying inspection. There was no anomaly revealed. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The customer reported a similar event for another device with the same product code. See MDR 9681834-2016-00031 for details. There is no evidence that this event was related to a device defect or malfunction. The inspection result confirmed that the actual sample did not leak. The cause for the reported event cannot be definitively determined based upon the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the tr band device. Follow up communication with the user facility confirmed the following information: (1) the tr band was inflated with 14 ml of air and sheath removed without problem or bleeding; (2) about 5 minutes later, the patient was found to be bleeding; (3) the tr band cushions were noted to have deflated; (4) an attempt was made to re-inflate the device but the band would not hold air; (5) the procedure was completed successfully; and (6) the patient was not harmed.